Manufacturer narrative:
Attempts to recreate the noise was unsuccessful. No intervention was performed and the physician elected to monitor the patient. As of today the lead remains in service.

Event description:
Boston scientific crm received information that this lead oversensed noise resulting in pacing inhibition. The patient was pacemaker dependent and as such was asystolic for more than two consecutive seconds.